Event description:
A report was received that the patient's ipg was tilted towards the skin making it difficult to charge. Patient database analysis revealed no anomalies. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the implant. Patient database analysis revealed no anomalies. The patient will undergo a revision procedure.